Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a skin irritation while wearing the lifevest. The skin irritation was described as a rash with red, itchy bumps. The patient's doctor prescribed an ointment (type unknown.) There was no alleged device malfunction. Follow up was completed and the skin irritation was improved.